Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+3.0/059 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6)2024. The patient experienced a refractive surprise and the lens had rotated. The lens remained implanted. Additional information has been requested but none has been forthcoming. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+3.0/059 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2024. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.